Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's device was not working and they needed to have medical care that could do something for it to work and took their insurance. It was clarified what the patient meant by device not working and the patient explained that it didn't sync and the patient programmer showed it was not connecting. The patient reported they had worked with the patient programmer and it would not do anything. It was reviewed and the patient described getting the poor communication screen. Troubleshooting did not resolve the issue. The patient was sent a new programmer to resolve the issue. It was reviewed to follow-up with the healthcare provider to have the device checked if the equipment did not resolve the poor communication issue. Patient also reported all their symptoms had returned. Additional information received from the patient on 2018-jul-02. They called back saying they got their replacement patient programmer (pp), but it also won't connect with their implantable neurostimulator (ins). As a result of what was reported, the patient was redirected to their healthcare provider (hcp). Patient plans on sending their original pp back. Additional information was received on 2018-jul-16; the patient responded to a letter. The cause of the poor communication issue was not known. Patient further said that since they haven't been able to resolve the return of symptom issue, they are planning on seeing a healthcare provider (hcp) on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.